Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated with the brainlab device involved, and the desired diagnostic samples for molecular testing could not be retrieved at this surgery, despite according to the surgeon: the surgery was only to retrieve diagnostic samples for molecular testing, not to remove or treat the lesion. There was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue) due to an actual biopsy resection or path actually applied. There were no negative effects to the patient due to the biopsies, also not due to the delay of surgery/anesthesia (of ca. 3 hrs.) For the additional attempts. There are no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of the navigation display compared to the actual patient anatomy by ca. 5 mm is that the patient's head moved inside the non-brainlab head holder during the surgery -and in relation to the navigation reference array- due to a not sufficient rigid fixation. It was determined after the surgery that one of the hospital's non-brainlab head holders, possibly used at this surgery, had excessive play in its two-pin joint. Further the patient at this surgery was positioned inside the head holder in a way that applies higher strain/torque on the head holder. Apparently the resulting deviation has not been recognized (prior to the biopsy attempts) by the user with the necessary accuracy verification of the navigation throughout the procedure. Further contributing factors are: new ndi drms were used for all sterile equipment, but not used for unsterile equipment. Brainlab recommends using new marker spheres for all unsterile and sterile instruments and reference arrays. Artifacts caused by reflections when reusing old drms, especially during registration can cause an inaccuracy. A shift of the patient's brain may also have occurred in between the preoperative image data used with navigation and the changed anatomical situation during the surgery, e.g. Due to the burr hole and/or loss of cerebrospinal fluid. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy for retrieval of diagnostic samples for molecular testing of a cerebellar tumor, located ca. 20mm deep in the brain with a diameter of 1cm, has been performed with the aid of the brainlab navigation version 3.1. Four passes for biopsy samples were intended, to receive sufficient dna from the core of the tumor for the molecular testing. A pre-operative MRI scan was acquired ca. 2 weeks before the surgery, to use with navigation. A trajectory was planned on the MRI scan. During the procedure the surgeon: positioned the patient in a lateral orientation in a non-brainlab head holder. Performed the initial patient registration on the pre-op MRI acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration and accepted the registration to proceed. Removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, determined location of the burr hole for the desired approach with navigation, and created a burr hole (craniotomy) with a 3.5mm drill bit through the varioguide aligned to the planned trajectory. Used an 1.8mm rod through the varioguide to perforate the dura. Performed the biopsies, frozen specimens were provided to pathology with the outcome that quality is not sufficient for molecular testing. Took further specimens, with the same outcome as per pathology. Decided to perform an intra-op MRI, patient was moved to the MRI bay and scanned. Registered the patient to the intra-op MRI for navigation, and decided to create a new burr hole. Aligned the varioguide to the initially planned same trajectory using the original burr hole as before, and performed further biopsies. No specimens sufficient for molecular testing could be retrieved. The surgeon determined from the intra-op MRI and from a post-op CT scan that the location of the biopsies taken was ca. 5mm away from the intended trajectory and target point. According to the surgeon: the surgery was only to retrieve diagnostic samples for molecular testing, not to remove or treat the lesion. There was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue) due to an actual biopsy resection or path actually applied. There were no negative effects to the patient due to the biopsies, also not due to the delay of surgery/anesthesia (of ca. 3 hrs.) For the additional attempts. There are no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.